Event description:
Boston scientific crm received info that this right ventricular lead dislodged after the implant procedure. During the lead revision procedure, upon cutting the suture sleeve from the lead, the lead insulation was cut. Th lead was explanted and returned for analysis. A new lead was successfully implanted. No adverse pt effects were reported.